Manufacturer narrative:
The device currently remains implanted. Should further information be provided, this report will be updated.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The patient is being monitored through latitude, which showed as of (B)(6) 2020, the estimated time remaining was only 5.5 years, however as of (B)(6) 2019, the estimated time remaining was 9.5 years. The device currently remains implanted. A follow-up will be requested as to what the plan of action will be. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during ongoing use, the device was exhibiting premature battery depletion. The patient is being monitored through latitude (home monitoring system), which initially showed that the estimated longevity remaining was 9.5 years. The most recent transmission from latitude taken early this year, showed the estimated longevity was 5.5 years remaining. The device was subsequently explanted and replaced. No additional adverse effects to the patient were reported. Additional information: the field rep indicated that the device has been returned; however, at the present time boston scientific has not received it. Should the device be received for analysis, this report will be updated to include the final analysis results.